Event description:
It was reported by service report that the fowler was drifting and could not hold weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler.